Event description:
"Qs" notified by fmc product complaint of this pt disconnect. The report stated "venous line disconnected from luer connector portion". Estimated blood loss 120cc. Nurse reporting the incident called. From the info received the incident sounds more like a separation of the venous tubing from the clear plastic part of the connector. Awaiting sample availability. 8/8/00: sample available and requested.